Manufacturer narrative:
Ps288710 the rt106 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt106 adult breathing circuit was returned to fisher & paykel healthcare in new zealand for evaluation. The device was pressure tested, and submerged in a water bath to check for leaks. Results: the pressure test revealed that the circuit was outside of the specification. The water bath test identified the leak to be at the connection between the lid and bowl of the water trap. Conclusion: the water trap of the rt106 adult breathing circuit consists of a bowl and lid designed to come apart for draining water/condensate. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. Our user instructions for the rt106 adult inspiratory-heated breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported to our distributor that the rt106 adult inspiratory-heated breathing circuit failed the ventilator leak test. Investigation on 19 oct 2018 revealed that the watertrap was leaking. No patient consequence was reported.